Event description:
It was reported that the customer experienced high blood glucose over 20mmol/l three months ago, and moisture in the reservoir compartment was found. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.